Manufacturer narrative:
Final analysis found that the connection between capacitor to internal supply to hybrid was found to be of higher impedance than normal, which caused the complaint of noise. This may be traced back to a manufacturing anomaly. The cause of the capacitor connection anomaly was found to be a manufacturing anomaly.

Event description:
It was reported that the patient presented to the hospital for issues unrelated to the device. There were several electrocardiograms that showed noise and some of the noise events were diagnosed as ventricular fibrillation. The patient received high voltage therapy for oversensing. Patient was moved to a different room and the same issue was observed. Device download was attempted but was not successful. Therapies were turned off, the existing device was explanted and replaced on (B)(6) 2017. Patient was stable post procedure.